Event description:
Information received from the field notes that the patient was seen for a routine pacemaker check. Initial interroga- tion o f the device showed dashes (---) for the sensor, rate, and ventricular refractory parameters. Highh current drain was also noted. Except for polarity, reprogramming was unsuccessful. Attempts to download the microprocessor were also unsu ccessful. When an attempt was made to retrieve the ecgs, "unknown pacer memory" was displayed.

Manufacturer narrative:
H6- results- final analysis- vvi reset occurred, unable to program; mechanism- microprocessor l.s.I. Anomaly; component- l.s.I. Initial MDR report filed via edi.